Event description:
It was reported that there was fluid left over in the (non-rigid, non dehp free container) bag at the end of paclitaxel infusion (drip chamber and tubing were empty). Per customer, the air vent was opened during infusion. After the event, the clinician reportedly trailed an infusion and "did not open the air vent this time and it worked fine." The customer reported that the clinicians "have been opening the (air) vent due to an occluded alarm on fluid side which is probably due to pharmacy removing the air from the bags." There was patient involvement but unknown outcome. Bd has learned additional information. It was reported by the infusion unit charge nurse that they "believe the problem to be fixed and now believe it has nothing to do with infusion pumps. The issues that were occurring has been solved by pharmacy not removing the air from the bags and the infusion nurses not opening the vent. We are confident with the changes made and do not wish to proceed with any further evaluation if possible. "

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.